Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited over-sensing of noise. Programming changes were made; the patient would be remotely monitored. The patient was in stable condition.

Event description:
New information received noted that the right ventricular lead was suspected to be fractured. The lead was capped and replaced on 08 apr 2021. The patient was in stable condition.

Event description:
New information received noted that the right ventricular lead exhibited a polarity switch due to varying pacing impedance and noise over-sensing, which was recorded as high ventricular rate episodes that could inhibit pacing. A surgery to replace the lead was attempted, but a new lead could not be placed due to complete occlusion. The procedure was canceled and the chronic lead remained implanted. The patient was in stable condition.